Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. On the same day as onset, the patient was hospitalized for the event. On the following day, the patient began treatment for the peritonitis with injection fortum and reflin (1 gram of each product, frequencies and routes of administration not reported). The outcome of the peritonitis event was unknown. At the time of this report, dianeal therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: relevant tests/laboratory data and event problem codes. Upon follow up it was reported the peritonitis was manifested by turbid fluid and abdomen pain. At the time of this report the patient was not recovered from this peritonitis event and the physician was planning to remove the pd catheter. Should additional relevant information become available, a supplemental report will be submitted.